Event description:
It was reported that the lead had variable impedances and high impedance of >3,000 ohms was noted. There were several nst episodes which produced artifacts/noise. The noise/oversensing was not reproducible in the operating room. The lead was capped and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.